Manufacturer narrative:
The device is expected to be returned, it has not been received yet.

Event description:
The customer reported that the plum 360 pump was allowing air to pass through it without alarming. There was no patient involvement, no adverse event or delay in critical therapy.

Manufacturer narrative:
Additional information: d10 - date returned to mfg: 1/23/2020. H10: the device was returned for evaluation. The device passed all functional testing. The reportable issue was not confirmed.